Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A rondo 3 control unit with a cracked housing and leaking battery was received at service and repair. Per repair request form, the device was returned due to being non-functional. No injury has been reported at this time.

Manufacturer narrative:
Conclusion: according the information received, the user reported a non-functioning device. During the repair process of a rondo 3 audio processor, a leaking battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. To date there has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
A rondo 3 control unit with a cracked housing and leaking battery was received at service and repair. Per repair request form, the device was returned due to being non-functional. No injury has been reported at this time.